Event description:
Caller states the patient tested 6.2 inr on the coauguchek xs system and 3.9 inr on a comparison lab. Coumadin was held until lab result returned. No adverse event reported. Requested return of suspect system and replacement was sent.